Manufacturer narrative:
(B)(4): indication for use. Reportedly, the promus stent was implanted to treat in-stent restenosis of previously implanted stents. It should be noted that the promus instructions for use (IFU) states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU states: the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that the procedure was to treat re-stenosis of unknown stents that were implated 8 years prior. The promus stent was successfully implanted on (B)(6) 2011 for treatment. On (B)(6) 2011, the patient experienced cardiac arrest, and expired. The physician noted that the death may have been a result of electrical interference. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Death is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.